Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument's jaws were not closing and holding the tissue properly and were not moving in the right direction. The instrument was removed by the bed side assistant. It was observed that both of the side wires were loose near the jaws. No fragment fell into the patient. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end causing the cable on the distal to become. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at clamping pulley/backend pulleys. The complaint was confirmed by failure analysis.